Event description:
An ophthalmic surgeon reported while aspirating vitreous body with the probe, "air came out." The procedure was completed after replacing the probe with another one. There was no harm to the pt.

Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).